Event description:
Ous MDR - after an implantation period of about 13 months, inappropriate shocks were reported. No other adverse patient side effects have been reported. The ICD and lead were explanted.

Manufacturer narrative:
Ous MDR.